Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On the night of (B)(6) 2025, the patient was going to a restaurant with his family and friends and in about 25-30 minutes into the drive, the patient became quiet and not answering questions correctly. The patient was reportedly confused and his family realized his blood sugar may have been lower than what the cgm was displaying. The cgm was displaying 124 mg/dl and no fingerstick was taken to compare the value. The family decided to bring the patient to the hospital. On the way to the hospital, they stopped to get the patient orange juice as he was still out of it. Upon arrival at the hospital, a fingerstick was taken and it was 43 mg/dl while the cgm was 120 mg/dl. The patient was treated with 2 glucose tablets and was told to wait 15-20 minutes. Afterwards, another fingerstick was taken and it was 70 mg/dl. It is unknown what the cgm was displaying during this time. After 15-20 minutes, another fingerstick was taken and it was 93 mg/dl and the cgm was 260 mg/dl. When the doctor checked on the patient the patient felt fine. The patient was at the hospital for about an hour before being discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid when the patient arrived at the hospital. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as investigation cannot be performed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).